Event description:
Case description: it is reported that a pt experienced a needle injury. Needle broke during the injection in the gluteal region. After the injection, when an attempt was made to replace the inner cap of the needle, it was noticed that the tip was missing. The pt claimed that x-ray confirms the broken metal part of the needle. Further info has been requested. Follow-up info from arpil 2001: the pt is using novofine together with a novopen 3. The needle was removed by surgical procedure. The pt has recovered.

Event description:
Case description: it is reported that a pt experienced a needle injury. Needle broke during the injection in the gluteal region. After the injection, when an attempt was made to replace the inner cap of the needle, it was noticed that the tip was missing. The pt claimed that x-ray confirms the broken metal part of the needle. Further info has been requested. Follow-up info from arpil 2001: the pt is using novofine together with a novopen 3. The needle was removed by surgical procedure. The pt has recovered. Follow-u7p received on may 2001: analysis results received.

Event description:
Case description: it is reported that a pt experienced a needle injury. Needle broke during the injection in the gluteal region. After the injection, when an attempt was made to replace the inner cap of the needle, it was noticed that the tip was missing. The pt claimed that x-ray confirms the broken metal part of the needle. Further info has been requested.